Manufacturer narrative:
Review of the device diagnostic history indicated occurrences due to a spi bus failure. While the reported phenomenon was not duplicated by running, occurrence records of error codes 1113, 110f, 110e, 1110, 1007, 1107, 1106 and 100a were confirmed in the diagnostic report. The manufacturer's service engineer repaired the unit by replacing the data acquisition to motor controller cable. Calibration was performed and confirmed there was no abnormality.

Event description:
The international customer reported the device alarmed, the display became dim, and displayed an unknown error code. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device alarmed, the display became dim, and displayed an unknown error code. There was no patient involvement.